Manufacturer narrative:
The following field was updated with corrected information: b5: describe event or problem: it was reported that during use with 2 bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation and fibrin was observed. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: consistency problem for reference (B)(4). The gel of this lot is "too gelled" and impacts the serum. Additional information: photo received shows poor barrier and fibrin.

Event description:
It was reported that during use with 2 bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation and fibrin was observed. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: consistency problem for reference (B)(4). The gel of this lot is "too gelled" and impacts the serum. Additional information: photo received shows poor barrier and fibrin.

Manufacturer narrative:
H.6 investigation summary material #: 368498. Lot/batch #: 2277406. Bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin and poor barrier separation was observed. Complaints for sample quality are under statistical control for the month of march, 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with 2 bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation and fibrin was observed. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: consistency problem for reference 368498 the gel of this lot is "too gelled" and impacts the serum. Additional information: photo received shows poor barrier and fibrin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd vacutainer® sst¿ ii advance plus blood collection tubes gel smearing occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: consistency problem for reference 368498 the gel of this lot is "too gelled" and impacts the serum.